Event description:
It was reported that during implant attempt, the right ventricular (rv) lead required repositioning. During repositioning of the lead, the helix was retracted and when the lead was repositioned, the helix would not deploy. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, and visual analysis revealed that the lead was damaged at implant.